Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on(B)(6)2018 , the patient went to the hospital for an emergency visit due to symptomatic atrial fibrillation. Pacemaker was functioning in safer mode with declared fallback mode switch (fms). Several cardioversion shocks were applied. No egm could be observed after the shocks, neither in the egm test nor in the sensing test screen. The egm was flat for approximately 2 minutes after the external shocks with only the pacing markers displayed for the atrial and ventricular channels. On the external ECG, normal sinus rhythm was observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, the patient went to the hospital for an emergency visit due to symptomatic atrial fibrillation. Pacemaker was functioning in safer mode with declared fallback mode switch (fms). Several cardioversion shocks were applied. No egm could be observed after the shocks, neither in the egm test nor in the sensing test screen. The egm was flat for approximately 2 minutes after the external shocks with only the pacing markers displayed for the atrial and ventricular channels. On the external ECG, normal sinus rhythm was observed.